Event description:
Patient reported experiencing elevated blood glucose levels. Patient stated on (B)(6) 2013 his blood glucose level was 521 mg/dl; he took correction via the infusion device, and then changed the infusion set and the insulin cartridge. Patient's normal blood glucose level was not provided. Patient reported he was able to get his blood glucose level under control by himself. Patient stated on (B)(6) 2013 around 7 pm his blood glucose level was 123 mg/dl, he ate, administered 15 units of insulin via the infusion device, and then at 11:30 pm his blood glucose level was hi and his ketones were + (positive). Patient reported he changed the accessories completely and took correction via the infusion device. Patient stated on (B)(6) 2013 around 12:30 am his blood glucose level was 395 mg/dl; was able to get blood glucose level under control by himself. Patient disposed of the accessories. Patient reported he thinks the infusion device delivers too low insulin. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. Infusion set: no sample was received for examination. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Cartridge: no sample was received for examination. We received following statement from our supplier (B)(4): "we performed a free flow & tightness test with one retains sample and could not find any irregularities. The investigation of our production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch." The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.